Event description:
Related manufacturer reference number: 3006705815-2023-05921. Related manufacturer reference number: 3006705815-2023-05920. It was reported that the patient had poor wound healing at the ipg site. Additionally, both of the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.